Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve, the actuator handle was retracted without any issues. As the capsule was moved forward to cover the paddles, the actuator handle separated. The valve was removed was successfully implanted with another delivery catheter system (dcs). No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The device was received with the capsule fully closed. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The trigger moves to fully advance and retracted positions and locks in place when released. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. The carriage components are observed to be undamaged. From close observation, one of the tabs does appear to be hinging inwards. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. The device was received with the handle components detached from the dcs confirming the reported event. The snap fit tabs were observed to be detached from one of the the deployment knob components. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.